Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed from my body') and device breakage ('another operation occuredn to remove fragments that had remained behind') in a female patient who had essure (batch no. 620738) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 month after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("another operation occuredn to remove fragments that had remained behind") and genital haemorrhage ("severe bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal and secondary surgery). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal had not resolved and the device breakage, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and medical device removal to be related to essure. The reporter commented: an unknown date ultrasound had been performed because suddenly there were occurrences of severe bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: new information from lawyer: lot number 620738. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed from my body') and device breakage ('another operation occuredn to remove fragments that had remained behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 month after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("another operation occuredn to remove fragments that had remained behind") and genital haemorrhage ("severe bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal and secondary surgery). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal had not resolved and the device breakage, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and medical device removal to be related to essure. The reporter commented: an unknown date ultrasound had been performed because suddenly there were occurrences of severe bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and lawyer and describes the occurrence of medical device removal ('foreign material has been removed from my body') and device breakage ('another operation occuredn to remove fragments that had remained behind') in a female patient who had essure (batch no. 620738) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 month after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("another operation occuredn to remove fragments that had remained behind") and genital haemorrhage ("severe bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal and secondary surgery). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal had not resolved and the device breakage, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and medical device removal to be related to essure. The reporter commented: an unknown date ultrasound had been performed because suddenly there were occurrences of severe bleeding. Lot number: 620738, manufacturing date: 2006-07, and expiration date: 2008-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed from my body') and device breakage ('another operation occured to remove fragments that had remained behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 month after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("another operation occured to remove fragments that had remained behind") and genital haemorrhage ("severe bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal and secondary surgery). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal had not resolved and the device breakage, complication of device removal and genital haemorrhage outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and medical device removal to be related to essure. The reporter commented: an unknown date ultrasound had been performed because suddenly there were occurrences of severe bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.